Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wanted to get their device removed. The device worked for quite a few years and then they were not able to charge their implantable neurostimulator (ins). The ¿device in the patient¿s back would not charge.¿ the device had not been working for at least a year but the patient could not remember exactly. The patient stopped charging their ins a year ago. The patient felt like it was stinging and tingling. The patient called someone and left a voicemail regarding this but no one called them back in two years. The patient had not had their device looked at by their doctor or a manufacturer representative. The first representative that tried to program the device could not get it to work properly but a different representative was able to get it adjusted and then it was fine. The patient did not want to get their device checked by their doctor, they just wanted it out.

Manufacturer narrative:
Eval code- conclusion: upon review of the file, the conclusion code was removed as it is no longer needed due to current process.

Event description:
Additional information was received from the patient reporting that they had called the doctor's office and hospital administration office several times and was told that "they could not help me" because their insurance was not accepted by providers. It was reported that the issue not yet been resolved and that the implanted device had not worked for years and needed to be removed.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a loss of therapeutic effect and that the patient wanted to have their device removed. It was noted that in 2013 the patient had a car accident and since that time there were some stingers that they have in their back. They think something may have moved out of their spine. The patient was not sure but they thought that the device stopped working and helping to control their pain after the car accident. Around that same time, they noticed that the device would not charge anymore. They had thought the device would last for 5 years. The patient also reported that they have to have a double knee surgery and a hip replacement no interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) had not been charged in three years and the patient re-stated she wanted the device removed. It was reviewed that the ins did not work as it was not charged. It was noted that the patient's device was implanted after a botched surgery that ruined the patient's peripheral nerve; it was noted that the device had worked to help this issue for about the first 2 to 2.5 years. The patient also stated the healthcare professional kept telling her to contact the manufacturer and that the patient was unable to make an appointment until she received documentation. It was reviewed that the patient should contact the implanting physician; the patient reported she had never called the implanting physician. The patient was advised to determine whether she needed a referral to see the implanting physician; if not, the patient was advised to make an appointment with the implanting physician.

Event description:
Additional information received from the patient stated that they noticed a sudden shock when they were "out and about" so they turned it off in fear of outside elements affecting them. The patient has since been referred to a surgeon in fredericksburg to explore system removal.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) stopped working and was causing them considerable irritation in their buttock. The patient had called and e-mailed their doctor but no one called them back or ¿not has a tech. Even bothered to check with me to see if this device was even functioning properly.¿ the patient believed it had reached its¿ lifetime and needed to be removed. It had not been working for at least two years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the therapy would not work and had not worked for ¿over one year.¿ the patient would like therapy removed. The patient was trying to reach her physician to have the device taken out. The patient stated her pain situation had deteriorated and she needed two knee replacements. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.